Event description:
Due diligence has been completed. No additional information was obtained. No device was returned for evaluation. Therefore, the reported condition could not be confirmed. A device history review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: customer reported: pump shut off unexpectedly. The pump said service needed and shut off crucial medication (norepinephrine). No harm to the patient occurred. The nurse was able to get another pump in the room and medication was restarted without significant issues. Near miss - reach, no harm. Waiting for staff to confirm serial # of pump. Additional information reported: device had been reported to have a fully depleted battery. Resolved by fully charging the device, no other issues / "pump problems" were found. A preliminary review identified the following issue: infusion stopped. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.